Event description:
It was reported that the patient presented for a follow up. The patient's implantable cardiac defibrillator (ICD) inappropriately displayed incorrect measurements. There were no interventions and no patient consequences.